Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that in closure of the cavity (vulvar abscess) the thread came loose from the needle after suturing additional information has not been provided.